Event description:
The customer reported the system would not display a usable fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.